Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali delivery system and the proximal section of an introducer sheath was returned for evaluation. The pusher wire was visible through the storage tube. The pusher wire did not appear to be connected to the filter. The wire was holding the introducer sheath segment and the delivery system together as the storage tube was not properly connected to the sheath hub. The y-body was disconnected from the storage tube. The pusher catheter was kinked approximately 29.3cm from the proximal end of the handle. It is unknown how or when the kink occurred as it was not reported by the user. No other anomalies were identified. Functional/performance evaluation: the storage tube was secured to the sheath hub. An attempt was made to deploy the filter through the sheath. The pusher wire bent and the filter was unable to be advanced. A mandrel was used to advance the filter through the sheath. The filter contained all 6 arms and legs present and intact. No crossed limbs were identified. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for dislodged or dislocated as the pusher wire was found to be disengaged from the filter. The investigation is confirmed for failure to advance as the filter was received lodged in the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a femoral vena cava filter deployment procedure, the filter became stuck in the sheath while attempting to advance. There was no attempt to deploy the filter outside the sheath. Access was maintained with a guide wire and another femoral filter was prepped and deployed successfully. There was no reported patient injury.